Event description:
It was reported that a revision surgery was performed and an infection was confirmed. Head was removed. An antibiotic spacer was used.

Manufacturer narrative:
It was reported that a revision surgery was performed due to pain, stem subsidence and movement. The affected anthology offset stem, biolox delta head and r3 delta ceramic liner, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. A medical analysis noted that three undated x-rays were provided for review but did not indicate a reason for the stem subsidence. No other additional relevant information has been provided. Without the return of the actual product involved, our investigation of this report is inconclusive. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy or patient non-compliance.